Manufacturer narrative:
Concomitant medical products: 5086mri52, lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high and unstable thresholds were noted on the right atrial (ra) lead approximately two months post implant. A possible micro dislodgement was noted. The lead was revised and remains in use. No patient complications have been reported as a result of this event.